Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to d eformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the proximal and mid stent wraps, with struts raised and overlapping. Additionally, underneath the damaged stent the inner member was kinked. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx trucor coronary drug eluting stent was unable to cross the lesion. The lesion being treated was moderately tortuous, moderately calcified with 80% stenosis in the mid circumflex (cx) artery. The device was inspected prior to use with no issues noted. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery.  No patient complications have been reported as a result of this event.